Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed.. Test transmitter voltage: passed. Nordic bluetooth device pairing test: failed. Performed share log review and no data was found. Bin file review : unable to perform. The complaint was confirmed because the transmitter failed testing, the reported event of a transmitter failed error was confirmed. The root cause is a defective transmitter

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.